Event description:
It was reported while using unspecified bd intima ii the tubing clamp was defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient is going to undergo a painless gastrointestinal endoscopy. Using an indwelling needle to prepare a bolus injection of anesthetics for the patient, it was found that the sealing clamp of the indwelling needle was not closed and there was blood return. Report to the doctor and instruct the patient to replace the indwelling needle immediately. After careful observation and finding no other abnormality, continue the corresponding medical operation. At the same time, keep the photo of the blood return and report it to the consumables department.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd intima ii the tubing clamp was defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2023, the patient is going to undergo a painless gastrointestinal endoscopy. Using an indwelling needle to prepare a bolus injection of anesthetics for the patient, it was found that the sealing clamp of the indwelling needle was not closed and there was blood return. Report to the doctor and instruct the patient to replace the indwelling needle immediately. After careful observation and finding no other abnormality, continue the corresponding medical operation. At the same time, keep the photo of the blood return and report it to the consumables department.